Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump fell and subsequently the touch screen was shattered and a malfunction alarm occurred. Customer¿s blood glucose level was 338 mg/dl. The customer reverted to an alternate method in insulin therapy.